Event description:
It was reported that the hand piece device "would not run". It was unknown to the reporter if the device was being used in a surgical procedure or if there were any delays. It was unknown if there was patient harm, adverse outcome or injury alleged. The date of the event is unknown; however, it was stated that it had occurred in 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).